Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7083663, UDI:(B)(4).

Event description:
It was reported that the patient was experiencing loss of stimulation coverage due to lead migration. The patient underwent a revision procedure wherein the spinal cord stimulator (scs) leads were replaced. The patient was doing well postoperatively, and the explanted leads were not returned as they were kept by the medical facility.